Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, a registration issue was identified when the system repeatedly displayed an error message stating "locatable guide (lg) was detected out of sensing volume" despite confirmation that the guide was within the system volume. This prevented completion of the registration and the navigation portion of the case. The physician was able to complete the case by using endobronchial ultrasound bronchoscopy (ebus). There was no patient injury.

Event description:
It was reported that during the procedure, a registration issue was identified when the system repeatedly displayed an error message stating "locatable guide was detected out of sensing volume" despite confirmation that the guide was within the system volume. This prevented completion of the registration and the navigation portion of the case. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case by other means. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.